Event description:
It was reported when opening the equipment it is evident 2 screws are missing. During the surgery the connecting screw of the directional arm is broken.

Manufacturer narrative:
Product complaint #(B)(4).this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.investigation summary: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed broken from the black knob. The broken fragment can be observed on the evidence provided. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the aim-arm radioluc f/greater trochant fem would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.device history:per franchise complaint product investigation procedure is for complaints for which a non-manufacturing related probable cause has been identified no manufacturing record evaluation is required.